Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the insulin gauge was inaccurate across multiple cartridges. Customer¿s blood glucose level was 118 mg/dl. Reportedly, the issue resolved and customer continued to use the pump for insulin therapy. The customer declined further troubleshooting from tandem technical support, therefore no additional information could be obtained.